Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: e4 were found in the history. The occlusion limits were tested successfully. Consumables infusion set: the used infusion set was visually tested and tests for flow and tightness were performed. The test results were within specifications. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's father reported a few days ago the patient changed from the backup infusion device to his other infusion device. Father stated the device works fine, had no e4 (occlusion) error messages, and the patient's blood glucose level was okay. Patient's exact blood glucose level was not provided. Patient's target blood glucose range was not provided. Father reported that on (B)(6) 2013 the patient woke up with an elevated blood glucose level of more than 300 mg/dl and took correction with infusion device; no success. Father stated they changed the accessories two times but still no success and then they changed to the backup infusion device. Father reported the patient's blood glucose level is okay at this time. Father stated there were no other health concerns. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.